Event description:
On 04/14/2000, the facility's data analyst informed the MFR's rep that the facility encountered a problem with the product in question; however, did not have all the info and would fax a copy of the facility's medwatch report when completed. On 04/17/2000, the MFR received medwatch report# 25-00040000-2000-0011 via a fax that states the following: non-functioning vad removed. On 04/17/2000, the MFR's rep contacted the facility's data analyst for additional info. The facility's data analyst stated that the device was occluded and as a result, was removed. When asked when the device was last used for treatment or last maintained, rep stated rep did not know. No further details were provided.